Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and could not duplicate the reported issue. The fse checked the tubing between solenoid 1 and the outlet manifold to ensure there were no restrictions to the pressure measurements. The ventilator passed all performed tests and calibrations.

Event description:
It was reported that when attempting to disconnect the patient from the ventilator, the ventilator went "safety valve open". There was no reported patient injury or death associated with this event.